Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 122 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or number scrolling up noted. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked battery tube threads.